Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image reveals the device has been deployed. The anchor are detached from the device. The t2 anchor appears bent. A visual inspection found the device was received in the original packaging opened. The t2 and remaining suture were returned off of the deployment needle and t2 was bent indicating it had pulled out of the meniscus. A functional evaluation found the device actuated as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended excessive force applied when tightening the slip knot. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy using a fast-fix and after deploying t2 the anchor came out and was bent when cutting the suture. The procedure was completed with a 30 minutes or less delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.